Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they had been receiving no delivery all day. They tried changing the reservoir, tubing, and site but it still says no delivery. The customer's blood glucose level during the incident was unknown. Troubleshooting was performed. The insulin exited but the insulin pump alarmed a no delivery. The customer was advised to push the insulin slowly through the tubing. The customer reported that the insulin did not exit and there was greater than normal resistance with the plunger push. The product will not be returned for analysis.